Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer reported unexplained insulin pump activity that she suspects to be the reason why her blood glucose was running high for the past 2 days blood glucose 500 mg/dl, yesterday blood glucose 398 mg/dl and current blood glucose was 298 mg/dl. The customer was assisted with troubleshooting. The customer tried to get bolus shots through the insulin pump and had been correcting it through the insulin pump but blood glucose was still running high. Customer had the issues when she was trying to rewind. Customer stated that they did the displacement test, was not getting a load and the rewind at first but was able to complete it after a couple of tries and self-test also passed. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Device primed, rewind and seated properly when the test reservoir was detected. No rewind anomaly noted during testing. (B)(4).